Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Medtronic representative reported via email low blood glucose and issues with their sensor. Customer's blood glucose level was 40 mg/dl. Customer experienced hypoglycemia on two separate occasions. Customer received a weak signal alarm but was able to reestablish communication with the insulin pump. Customer advised they have struggled with low blood glucose before they used insulin pump therapy.